Event description:
The customer reported when running on dc power, the device shut down when plugged into ac power. No patient harm reported.

Manufacturer narrative:
(B)(4). Patient is a dog, no patient information available.